Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical gastric cancer surgery, while dealing with bilateral gastric arteries, the first clip applier would not clamp the blood vessel. The device was able to fire; it was that one clip could not be fired and clip could not be closed while the other staggered after the clamping was completed. A product from different manufacturer was used to complete the case. There was no patient injury.